Manufacturer narrative:
Concomitant medical products: catheter model # 8709sc lot# n239823009 implanted: (B)(6) 2010 explanted: unk; catheter model # 8596sc lot# n233738012 implanted: (B)(6) 2010 explanted: unk; model 8590-1 lot# n239565 implanted: (B)(6) 2010 explanted: unk.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported never having therapeutic effect. The pump had been implanted now for 2 years. The patient reported the pump not working as he is taking the same amount or more of oral medication he had previous to the pump. Per the reporter, a dye study in (B)(6) 2010 determined the catheter was clogged but the physician did not revise it. The pain clinic that is monitoring did a side aspiration twice but did not use dye and fluoroscope. They reported that it was working. The patient stated that 2 weeks ago another physician aspirated through the catheter access port without difficulty and determined the catheter was not clogged. Device troubleshooting was being considered. Additional information has been requested; a follow-up report will be sent if information becomes available to us.